Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. Free play/knob feels loose, was not confirmed, however, reduced angulation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a cut on bending section cover, water tightness was lost; because suction cylinder was shaved, suction volume did not meet the standard value; due to damage on charged coupled device unit, the specified resolving power was not obtained with areas for improvement mode; due to deformation of nozzle, amount of water contact did not meet the standard value; nozzle and electrical connecter were both deformed; objective lens, scope cover, universal cord, and light guide cover glass all had a scratch; plastic distal end cover and connecting tube both had a dent; adhesive on bending section cover was detached; connecting tube had a wrinkle; due to wear of angle wire, bending angle in up/down/left direction did not meet the standard value; suction cylinder was shaved; and the light guide protector had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope up/down/right/left knob had low angulation and free play. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material was found at the bending section cover, connecting tube, grip unit, control knobs, nozzle unit, and adhesive around the objective lens and light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up, it was confirmed that the customer is trained on reprocessing per the regulations/instructions for use (IFU) but there is a possibility that sufficient brushing was not performed. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the be bending section cover. It was further noted the foreign material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-q150 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-q150 reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.